Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 404 mg/dl. Patient's current unknown. Customer states that there was blood in the cannula as well but still not alarm. Customer still at the hospital advised that she and nurse used a surgical clamp to do the high pressure test and no alarm went off also doing it again now. Customer has done the high pressure test three times with no alarms using a hemostat at the hospital. Customer reports they feel okay to troubleshoot. The customer experienced symptoms such as vomiting high ketones. Customer treated for high blood glucose with injections. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer was in emergency room as a result of high blood glucose. The customer was wearing the insulin pump during the hospitalization. Advise customer will need to replace infusion tubing after high pressure test is performed. Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test. Test results was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump was passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot and minor scratches on lcd window.